Manufacturer narrative:
(B)(4). D10: medical products: item#: 500000, wristloc-colles fracture kit; lot#: 682390. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left ulna rod replacement for trauma fracture approximately seventeen (17) years and three (3) months ago. Subsequently, the patient developed pain and found the left ulna and rod fractured at initial fracture site reoccurred approximately sixteen (16) years after the initial surgery. The patient was revised approximately ten (10) months ago when the implants were explanted and the malunion was repaired with a bone graft and orif placement of unknown plate system.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Component codes: mechanical (g04) - im nail. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pain left arm, slight swelling left hand, xray ¿ fractured rod and ulna, stated no episode of trauma, mid ulnar diaphysis fracture with healing changes, rod fractured, minimally displaced, cerclage wire at fracture portion of intramedullary rod. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.